Event description:
It was advised that during a sigmoidectomy procedure, the tissue pad became worn and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.